Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. Upon device interrogation, atrial lead noise was noted on the stored electrograms. No device intervention was performed. The patient was in stable condition and would continue to be monitored.